Manufacturer narrative:
Additional information was received that the patient was explanted and given oral and IV antibiotics. The patient is reportedly doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted ipg found them to be satisfactory.

Event description:
A report was received that the patient will undergo an ipg revision. The patient is having bleeding at pocket incision and ipg is not keeping a charge.

Event description:
A report was received that the patient will undergo an ipg revision. The patient is having bleeding at pocket incision and ipg is not keeping a charge.